Event description:
It was reported that there was high pacing impedance on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that the rv lead was fractured and that the left ventricular (lv) lead had an insulation breach. The lv lead was repaired and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 6949-65 defib lead implanted: (B)(6) 2005; d224trk defibrillator, implanted: (B)(6) 2010; 5076 non-defib lead (B)(6) 2002. (B)(4).